Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer experienced an elevated blood glucose (bg) level above 450-451 mg/dl and vomiting resulting in a hospitalization. An infusion set site change was performed and a correction bolus was delivered to address bg prior to hospitalization. Blood tests, blood pressure check and continued monitoring were administered/performed while at the hospital. Customer was released the following day with the issue resolved.